Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the intervention required to deploy the clip. It was reported that the mitraclip was successfully attached to both leaflets and was ready to be deployed. The actuator knob was turned eight times in the counterclockwise direction, but the clip did not deploy, so it was turned another eight times, but still did not deploy. The knob was removed from the actuator assembly and a clamp was attached to the assembly. The clamp was turned eight times in the counterclockwise direction and the clip deployed successfully, reducing mitral regurgitation from 4 to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported detachment of device component was confirmed via returned device analysis. Due to the condition of the returned device, the reported difficulty deploying the clip could not be replicated in a testing environment. Through the investigation it was determined that the reported detachment of device component appeared to be related to use technique during troubleshooting maneuvers; however, a definitive cause for the reported difficulty deploying the clip could not be identified. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.